Manufacturer narrative:
Concomitant medical products: d154atg ICD, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy due to a fractured right ventricular (rv) lead. The lead was replaced, and no further patient complications have been reported as a result of this event.